Event description:
An invuity photonblade cutting/coagulation electrosurgical pencil with dynamic precision illuminator was deployed. A burn was noted on the patient just below the surgical site. The photonblade pencil was used with a covidien (monopolar) electrosurgical unit.